Event description:
A webform complaint was received in which a high readings issue was reported with use of the adc device. Customer received a sensor scan result of ¿hi¿ (reading > 500 mg/dl) compared to a reading of 48 mg/dl obtained on an unspecified device and received treatment of juice, sugar, and/or food provided by third-party. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approved software. Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. Additional visual inspection has been completed, and no issues were observed. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.